Event description:
It was reported that prior to beginning a prostate procedure, a touch screen display malfunction occurred when powering up the laser console; several attempts were made to start the system but were unsuccessful and the procedure was delayed 30 minutes. The case was completed using an alternate procedure (turp). There was no patient injury reported.

Manufacturer narrative:
The reported "monitor malfunction" was verified and determined to be the result of a faulty top cover. The top cover was replaced . The system was tested and verified to specification.

Manufacturer narrative:
Service in field was performed on march 24, 2015. The top cover was returned to the manufacturer on july 09, 2015 and was sent to the supplier. Product evaluation: the top cover was evaluated by the supplier on september 30, 2015 and report provided to the manufacturer on october 08, 2015. The reported issue "white screen" could not be reproduced. The top cover was tested twice and no problem was found. Probable root cause: based on the supplier fa report, the root cause was determined to be no failure found with the returned product.

Manufacturer narrative:
Service in field performed (B)(6) 2015. The top cover was replaced and was not returned to ams.